Manufacturer narrative:
The customer was put in contact with a philips customer care representative. The representative provided a spare part & service charge quotation in response to the allegation. The biomed did not respond to the quote and the case closed after the quote validity date. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device has a faulty charging led indicator. There was no patient involvement.